Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was detached from the bushing; however, the clip was still attached to the control wire via the tension breaker and yoke. The prongs would not open but the clip assembly successfully deployed, two clicks were heard. A kink was noticed in the control wire. The prongs were not locked into the capsule. Based on the condition of the returned device, the reported failure of clip difficult to release from the catheter was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
On (B)(6) 2015 boston scientific corporation became aware of two additional events related to manufacturer report #3005099803-2014-03901. According to the complainant, during a colonoscopy procedure performed on (B)(6) 2014, the first clip (manufacturer report #3005099803-2014-03901) grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. After some manipulation, the clip successfully released from the catheter. It was reported that same issue occurred with the second (manufacturer report #3005099803-2015-00508) and third (manufacturer report #3005099803-2015-00509) resolution clip devices. The procedure was completed with these device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no damage to patient."

Event description:
On (B)(4) 2015 boston scientific corporation became aware of two additional events related to manufacturer report #3005099803-2014-03901. According to the complainant, during a colonoscopy procedure performed on (B)(6) 2014, the first clip (manufacturer report #3005099803-2014-03901) grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. After some manipulation, the clip successfully released from the catheter. It was reported that same issue occurred with the second (manufacturer report #3005099803-2015-00508) and third (manufacturer report #3005099803-2015-00509) resolution clip devices. The procedure was completed with these device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no damage to patient.¿